Event description:
It was reported on (B)(6) 2012, that x-rays were taken for a vns patient and showed "disconnected leads". An email was received later in the day stating that the patient was admitted to the hospital however the reason for admission was not provided. Good faith attempts to obtain additional information were unsuccessful as the physician will not provide any additional information.

Manufacturer narrative:
.